Event description:
Initially, the customer requested log review for an unspecified issue. After follow up by clinical specialist, it was reported that there was a programming error with a stat infusion of epinephrine to a patient admitted for cardiac arrest. The epinephrine (0.1mcg/kg/min then titratable) was initially programmed using interoperability. The total bag volume and concentration was 4mg in 250ml. After the initial programming, the pump was stopped. Later, the pump was restarted with manual programming. After the epinephrine infusion was restarted, the clinician noticed that the pump was set to non-weight-based dosing (mcg/minute) however the medication order and titrations were intended to be administered using weight-based dosing. It was reported that the "patient ended up being started on additional medications because it was thought that they were maxed on the current medication." Following the event, the patient experienced hypotension and was started on dobutamine. The patient expired. It was not clear to what degree the infusion error impacted the patient already admitted for cardiac arrest.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Investigation summary: the occurrence of a programming error was confirmed through review of the device logs but was not replicated through device testing since they were not provided by the facility. On 14apr2025, at 1:10 am, a safety clamp open alarm was observed, followed by a check IV set alarm before the unit was channeled off. At 5:16 am the channel was selected and another infusion for an unknown drug (drugid 503, suspected to be epinephrine) was programmed manually and started at a concentration of 4 mg / 250 ml (not weight-based). The dose was 0.1 mcg/min, calculating the rate at 0.375 ml/hr and the volume to be infused (vtbi) was 200 ml. Between 5:26 am and 5:33 am, the dose was increased four (4) times in increments of 0.1 mcg/minute until it was settled on 0.5 mcg/minutes, calculating a rate of 1.875 ml/hr. The vtbi was changed to 100 ml at 5:45 am. At 11:34 am, a remote infusion (interoperability workflow) (weight-based) was received and started for an unknown drug (drugid 642) at a concentration of 25000 units / 250 ml, a dose of 18 units/hr (rate of 8.64 ml/hr) and a vtbi of 250 ml. The patient weight was 48 kg. The unit was channeled off at 4:06 pm and was then selected again at 4:07 pm when a remote infusion (weight-based) was received for an unknown drug (drugid 509, suspected to be weight-based epinephrine) at a concentration of 4 mg / 250 ml, a dose of 0.0104 mcg/hr, a rate of 0 ml/hr and a vtbi of 250 ml. However, the infusion was not started. Instead, the previous infusion (weight-based) was restored and was started once again at 4:09 pm. The infusion concentration was 25000 units / 250 ml, the dose was 18 units/hr, the rate was 8.64 ml/hr and the vtbi was 250 ml. The patient weight was 48 kg. At 6:18 pm, the dose was changed to 15 units/hr (re-calculating the rate to 7.2 ml/hr) and a 60-minute delay was programmed. The infusion was restarted at 7:20 pm. The system was powered off on 15apr2025 at 12:12 am. The total volume infused (tvi) was recorded at 95.843 ml. No devices were returned for laboratory testing; therefore, it was not possible to perform an internal, external inspection or laboratory testing. Proper operation of the bd alaris¿ system requires that you are familiar with related features, setup, programming, IV sets, and accessories. Read all instructions, including those for all attached module(s) before using the bd alaris ¿ system. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported incident is attributed to user programming error, as reported by the facility and supported by review of the device logs. A remote drug order was attempted on (B)(6) 2025 at 6:04 am but was not completed, and instead the user changed the dose from the currently infusing non-weight-based order from 0.5mcg/min to 0.4mcg/min. The infusion was stopped at 6:52 am. At 11:34 am a new infusion of a different drug with different drug parameters was programmed. That infusion was stopped at 4:06 pm. At 4:07 pm a remote order was attempted for weight-based epinephrine. That programing was not completed, instead the user went back and restored the previous infusion which was not epinephrine and had a rate of 8.64 ml/hour. The initial infusion for an unknown drug (suspected to be epinephrine) was programmed remotely (interoperability workflow) at a concentration of 4 mg / 250 ml and was started on (B)(6) 2025 at 1:00 pm (not weight-based). The dose was 1 mcg/min, calculating the rate at 3.75 ml/hr and the volume to be infused (vtbi) was 250 ml. There was no allegation of a device malfunction, and no malfunction was identified during the log review.

Event description:
Initially, the customer requested log review for an unspecified issue. After follow up by clinical specialist, it was reported that there was a programming error with a stat infusion of epinephrine to a patient admitted for cardiac arrest. The epinephrine (0.1mcg/kg/min then titratable) was initially programmed using interoperability. The total bag volume and concentration was 4mg in 250ml. After the initial programming, the pump was stopped. Later, the pump was restarted with manual programming. After the epinephrine infusion was restarted, the clinician noticed that the pump was set to non-weight-based dosing (mcg/minute) however the medication order and titrations were intended to be administered using weight-based dosing. It was reported that the "patient ended up being started on additional medications because it was thought that they were maxed on the current medication." Following the event, the patient experienced hypotension and was started on dobutamine. The patient expired. It was not clear to what degree the infusion error impacted the patient already admitted for cardiac arrest.